Manufacturer narrative:
The result of 0.457 uiu/ml was reported outside of the laboratory. The repeat result of 0.673 uiu/ml was believed to be correct and was reported outside of the laboratory as a corrected result. The tsh reagent lot number was 18927905 with an expiration date of 07/31/2017. The field service engineer (fse) visited the customer site and no issues were identified. Assay performance check tests were will within the acceptable parameters. Syringes, pinch tubing and solenoid valves all appeared to be in good working order. Tsh testing results were within the acceptable ranges.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of multiple erroneous results for 1 patient tested on a cobas 6000 c (501) module and a cobas 6000 e 601 module. Based on the data provided the patient had erroneous results on the cobas 6000 c (501) module when tested for ise indirect na, k, ci for gen.2, calcium, glucose, creatinine, ast, alt, total protein, albumin, cholesterol, hdl and erroneous tsh results when tested on a cobas 6000 e 601 module. This medwatch will cover the erroneous tsh results from the e601 module. Refer to medwatch with patient identifier (B)(6) for information on the erroneous results from the c501 module. The initial tsh result was 0.457 uiu/ml. The repeat result was 0.673 uiu/ml. No adverse event occurred. The tsh reagent lot number and expiration date were not provided.

Manufacturer narrative:
The customer is not having any further issues. No issues were identified during a review of the alarm trace. A specific root cause was not identified. A possible root cause may be that the sample became more concentrated as it set before being rerun and that this was more apparent due to the low concentration of the sample.